Event description:
It was reported that noise resulting in oversensing and pacing inhibition was noted on the right ventricular (rv) lead resulting in syncope. A revision procedure was performed and rv lead damage associated with clavicular crush was observed. The rv lead was capped and replaced to resolve the event. The patient was in stable condition.